Manufacturer narrative:
D10 concomitant product: 030459, 030459 endo gia r/or 60 4.8mm (lot#: t2k073x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a robotic lower anterior resection, the loading point of the reload and handle broke. A new handle and reload was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the articulation lever was separated from the instrument. Functional evaluation was precluded due to the condition of the instrument. For the photo, two reload and one stapler. The jaws of both loading units were open. The staple cartridges of both loading units could not be examined. The adapter of the loading unit was disengaged, and the lock ring was broken. No staples or staple lines could be seen in the resected tissue. No damage to the stapler could be seen. It was reported that the loading point of the reload and handle broke. The reported issue were confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur in any of the following circumstances. Firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. Attempting to fire a reload that is in interlock. In each circumstance, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The manufacturing records for each device are thor oughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.